Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was doing very well up until recently when the patient noticed shortness of breath with minimal exertion and elevated lactate dehydrogenase (ldh). The patient was admitted to cardiology service and was found to have moderate to severe aortic insufficiency. The ldh was elevated up to 2000 u/l and came down to 800 u/l. However, the patient was not feeling well this morning with nausea and vomiting with a slightly elevated creatinine to 1.2. Therefore, a decision was made to take the patient to the operating room and change out the lvad and the repair of the aortic valve. Of note, over the last week or so there have been discussions with the trans catheter aortic valve team who officially denied her candidacy for trying catheter aortic valve implant. No additional information was provided.